Event description:
Same case as MFR report#: 2134265-2009-01216. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the balloon catheter froze on a guide wire. The 100% stenosed and de novo lesion was located in the non-calcified and severe tortuous in the right front arm a-v shunt. Vascular access was obtained through the right antebrachial region. Attempt to advance the sterling over-the-wire to the lesion, resistance was encountered and the balloon catheter would not cross the target lesion. Upon withdrawal, the balloon catheter froze on the transend guide wire. The balloon catheter and guide wire were removed as a unit without incident. It was noted that the wire was "slightly bent". The procedure was successfully completed with a different device. No pt injuries or complications were reported. The pt's status was reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.